Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited remote monitoring disabled (rmd) status during a patient-initiated interrogation (pii) attempt to verify communicator functionality. The communicator displayed a review of the available information confirmed the device had previously reached a remote monitoring disabled state. The patient was referred to the clinic for further evaluation and review of the device data. No adverse patient effects were reported. This pacemaker remains in service.